Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Medical products and therapy date detail of product: item name allocl csf anchorage cap 61; ref#: 3535; lot#: 2869306. Item name alloclassic sl stem 5 12/14; ref#: 2845; lot#: 2890587. Item name alloclassic, csf dysplasia insert, 61/28; ref#: 3555; lot#: 2876674. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00026.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: implant fracture event description: it was reported that during a revision surgery sulox ceramic head was broken while the surgeon was trying to remove the head from the stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: for the review only the ceramic head is received. The head is broken into many pieces, thus it was not possible to assemble together. On the articulating and taper zone of the head metal transfer is visible. There is no abnormal metal transfer is observed which could hint to a possible seating problem on the stem taper. Neither on the articulating surface not any metal transfer which could indicate possible impingement is noticed. Review of product documentation: device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Raw material certificate is reviewed and it is confirmed that the material is conforming to the specifications. Conclusion: during the revision surgery ceramic head got broken while the surgeon was trying to remove it. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). It is possible that an excessive force applied on the head led to the fracture. No signs of impingement on the head was observed which would contribute to weaken the head. Raw material certificate confirms the device was manufactured according the material specifications. Based on the returned product and the given information the complaint could be confirmed; however, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00026.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: concomitant medical products and therapy date detail of product: -item name: alloclassic csf dysplasia insert, 61/28, ref # 3555, lot # 2876474; -item name: alloclassic sl stem 5 12/14, ref # 2845, lot # 2890587; -item name: alloclassic csf anchorage cap 6, ref # 3535; lot # 2869806 a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00026.

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Product pictures were received and will be reviewed as part of ongoing investigation. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. Information has been requested. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a revision surgery, the sulox head fractured during extraction. No delay or harm to patient reported.